Event description:
Information was received from a consumer and a healthcare professional regarding a patient's explant procedure. It was reported on (B)(6) 2016 that back in (B)(6) 2015 they implanted something with teflon in it and she ended up being allergic to it. This portion was kept in during the pump explant, and it remained in the patient, which she was nervous about. Additional information was reported on (B)(6) 2016 regarding the explant procedure. It was reported that during the system explant a catheter broke. Part of the catheter remained in the patient's body. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.